Event description:
Structural failure of standard wheelchair wheel. Wheelchair spokes suddenly snapped while pt was seated in chair. Result was a large portion of the left wheelchair wheel was destroyed, the force of the malfunction bent the wheelchair frame. The pt was not injured during this incident.